Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the catheter of luer-lock connection had a breach". The catheter was inserted (B)(6) 2020. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the catheter of luer-lock connection had a breach". The catheter was inserted (B)(6)2020. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the distal extension line contained a small hole directly adjacent to the luer hub. Microscopic examination confirmed the hole. The catheter body was also noted to be cut. The total catheter length measured 240 mm, which implies at least 70 mm were cut off and not return per the catheter graphic. The distal extension line inner diameter measured 0.057", or 1.4478 mm, which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.167 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. A lab inventory syringe was used to inject water through all three extension lines. When injecting the distal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the proximal and medial lumens. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.